Event description:
A healthcare facility in the UK reported that blue coloured fibres were located in the patient's eye at the post operative check. The fibre was removed six weeks after the original procedure. The patient was not aware of any issue and had no irritation, there was no patient impact. The surgeon has advised that there is no evidence that the fibre originated from the viscoelastic. Additional information has been requested.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional information d4; g3, g6; h2; h4; h6; h10/11. As per the reporter, the fibre has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.